Event description:
It was reported that the pt was "admitted to the hospital yesterday" after the pt "felt very sick." It was stated that the pt's symptoms may have been "device related." No further patient symptoms or outcome were provided. It was later reported that the pt stated the "device works very well." No further details were provided. The pt was redirected to health care provider (hcp).

Manufacturer narrative:
(B)(4).